Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). Reporter¿s complete mailing address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device was getting hot and losing strength. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report and has been updated as 8/16/2012. The UDI has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had damaged bearings, temperature was above specification, damaged locking components, damaged cable/cord/wiring and excessive noise level. It was further noted that the device failed pre-test for loctite and cable assessment, cutter lock assessment, no short circuit between sensor grid and connector body, no short circuit between 5volt dc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, safety assessment, noise assessment and handpiece temperature. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.